Event description:
It was reported that pump issued repeated cartridge alarms during cartridge loading despite customer following instructions and waiting to remove used cartridge when prompted. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through loading new cartridge, and when alarm recurred, support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode and to return it using prepaid label within 10 days, and customer planned to use multiple daily injections as backup insulin therapy.